Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
The account reported the brakes are not holding. The bed was located in the delivery room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).